Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain. In (B)(6) 2011, the subject presented with unstable angina and a 3.50x16mm taxus liberte stent was placed in the long lesion extending from left main coronary artery (lmca) to proximal left circumflex artery (prox lcx). In (B)(6) 2011, the subject presented with mid sternal chest pain radiating to both the arms associate with shortness of breath. The subject was hospitalized on the same day and cardiac catheterization was recommended. At the time of event, the subject was on aspirin and study drug per protocol. The ¿other antiplatelet medication¿ was never taken during the study. 90% stenosis in the prox lcx extending to 1st obtuse marginal branch (om1) was treated with balloon angioplasty and stent placement. A 2.0x12mm maverick 2 balloon was used to pre-dilate the lesion and a 2.25x18mm promus drug eluting stent was placed in the prox lcx extending to om1. The subject developed chest pain which was treated with fentanyl. This was followed by the placement of a 2.5x23mm promus drug eluting stent, overlapping the 2.25x18mm stent resulting in 0% residual stenosis. The subject¿s chest pain was noted to be severe (9/10). At the end of the procedure, the subject was stable and had no chest pain. The event was considered to be resolved without residual effects and the subject was discharged on the same day on clopidogrel.